Manufacturer narrative:
(B)(6).

Event description:
It was reported that while cycling the knee the screw broke, all the pieces were removed. A second screw of 10 mm was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited. Health professional should be in blank.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the complaint was a duplicate. The original complaint was reported by the nca 1219602-2018-00737 reference number.